Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio observed that the event code was logged in the memory's device. After calibration was performed, other unrelated repairs were completed. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when charging their device to 360 joules, the device only delivered 202 joules. The device also logged an event code which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.